Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to high impedance, non-sustained ventricular tachycardia (vt) episodes and high short interval counts (sic). A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, additional performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, 85529 ventricular sic; ventricular tachycardia (vt)-non-sustained, high rate-non-sustained, ventricular oversensing-noise, and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2014 for 2 or more high rate-non-sustained episodes and sic greater than or equal to 30 in 3 days. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2014, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 300-400 ohm range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachy arrhythmia therapy.

Event description:
It was further reported that the patient experienced post-traumatic stress disorder.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and a lead noise alert. One hundred thirty one thousand two hundred ninety three (131293) of 337127 lifetime ventricular sic are recorded beginning (B)(6) 2014. A lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and ventricular sic. A lead noise alert was recorded on (B)(6) 2014. There are 5 "lead failure predictor," 7 ventricular fibrillation (vf), 12 noise supra ventricular tachycardia (svt) ventricular oversensing, 13 non-sustained tachycardia events of less than 220 ms v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.